Event description:
It was reported that rotation speed was unstable. A rotablator console kit assy gen 230v was selected for use. During the procedure, the pedal could not switch to low speed occurred during normal mode. The procedure was completed. No complications were reported. It was further reported that the rpm can readout on the console. The procedural target speed and actual speed was both at 180,000 rpm. The patient was stable after the procedure.

Event description:
It was reported that rotation speed was unstable. A rotablator console kit assy gen 230v was selected for use. During the procedure, the pedal could not switch to low speed occurred during normal mode. The procedure was completed. No complications were reported.